Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose level was not impacted by the event. Reportedly, the pump was reset to resolve the issue. During the load sequence, it was reported that a minimum fill notification occurred with 215 units of insulin in the cartridge. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.